Event description:
It was reported that pump experienced malfunction alarm with code that required reset, and no unusual events occurred before issue. Customer¿s blood glucose level rose to 430 mg/dl due to malfunction, and there was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction alarm appeared again, which customer acknowledged and understood.